Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the threaded capture broke off the end when unscrewing it from implant. However, after the evaluation of the device, it was determined that the issue does not meet the criteria to be reportable, since the drill guide handle did not revealed that the threaded capture had broken and the inner metal strip coating, which is cracking and flaking off, is not in contact with the patient. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. A visual inspection of the returned drill guide handle did not revealed that the threaded capture had broken. However, the inner metal strip coating is cracking and flaking off. The device shows signs of extreme wear and use. A functional evaluation performed on the device revealed that due to the threaded tip being stripped on the cannulated impactor, the drill guide handle will not connect as intended. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, it was noticed that one (1) drill guide handle cross threaded into jig causing jig to be damaged as well. Threaded capture broke off the end when unscrewing it from implant. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.